Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting a MRI for an epidural abscess in their spine. No device allegations were reported. The MRI tech did not know if it was related to the device nor when the abscess was diagnosed. No further complications were reported or anticipated.